Manufacturer narrative:
The cartridge was returned to animas for evaluation. Evaluation revealed a damaged luer lock connector.

Event description:
The patient reported that there was an insulin leak from the cartridge.